Manufacturer narrative:
(H3) specific risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe cannot be determined for this case as specific product and manufacturing information was not provided. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in an hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. *the following sections have corrected information: (h6) health effect - clinical code, medical device problem code, type of investigation, investigation findings, investigation conclusion.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that this patient's hip was revised. Reason for the revision is unknown. Patient was revised to a (B)(6), ø 36, gr. 3. No further information available at this time.